Event description:
It was reported that a large number of non-sustained rv oversensing episodes were observed. The device was oversensing both myopotentials and lead noise. Myopotentials were reproducible, but the lead noise was not. No abnormal electrical measurements on the lead were detected. Programming changes were made. Lead remains implanted.

Manufacturer narrative:
(B)(4).